Manufacturer narrative:
(B)(4). Concomitant medical products: palacos bone cement catalog # 00111314001 lot # unknown, persona femur cemented posterior stabilized (ps) catalog # 42500607001 lot # 62821440 tibia cemented 5 degree stemmed left size h catalog # 42532008301 lot # 62900961, stem extension tapered cemented 14 mm diameter +30 mm length catalog # 42557000114 lot # 62762099, articular surface fixed bearing constrained posterior stabilized (cps) left 16 mm height use with tibia sizes g-h / ps femur sizes 10-12 catalog # 42512601016 lot # unknown. This bone cement is manufactured at heraeus medical and distributed through zimmer orthopedic surgical products. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-03157, 3007963827-2018-00071. Product location is unknown.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient was revised due pain, wear and loosening of femoral prosthesis.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. The undated x-ray was provided and review was performed third party. The review states that the implants were aligned anatomically with no evidence of osteolysis or loosening. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert, loosening and pain are known adverse effects of this procedure. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.